Event description:
Hill-rom received a report from the account stating the pt right siderail will not latch. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the head right siderail would not latch due to the head right center arm being bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced head right center arm to resolve the issue. Based on this info, no further action is required.